Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying a "continuous" alarm message when batteries are inserted during the investigation. The root causes of the issue is unknown. The microprocessor unit board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a continuous alarm. There was no reported adverse event.